Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, reportedly, after the prostyle suture was deployed, the lever was closed; however, the foot of the device did not fully retract. Additional force was needed to remove the device from the artery and the knot (suture) dislodged in the process. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.